Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door lock failed. The field service engineer (fse) used a door lock from a machine in storage. After replacing the part, the customer was able to recover the door and successfully complete the inventory count, confirming resolution. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.